Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2024 the nalu system was removed and replaced with a new system in a slightly different position to better target the superior genicular nerve (see MDR 3015425075-2024-00113). Initial implant was not placed in an optimal position, leading to discomfort and inadequate pain relief. In (B)(6) 2024 the patient reported communication issues between the implantable pulse generator (ipg) and the external therapy discs. Palpation of the ipg and troubleshooting found that it was likely placed beyond the optimal depth to maintain consistent connectivity. Patient requested to reposition the ipg to be more superficial. On (B)(6) 2024 a surgical revision was performed to move the existing ipg to a more superficial position on the anterior thigh. All components remain implanted and in use after the procedure and all intra-op and post-op testing returned good results.

Manufacturer narrative:
When connected, the patient reports that the nalu system is providing more than 75% pain relief. Patient has a high bmi, possibly contributing to the communication issues as the skin/tissue shift during movement to different positions. Patient had reported improved communication in specific body positions, further pointing to the patient's anatomy contributing to the symptoms. During the implant procedure that was performed in (B)(6) 2024, it is likely that the ipg was placed in a position that was not optimal for the patient's anatomy.